Manufacturer narrative:
Please void as this is a duplicate of 1038671-2017-00655.

Event description:
Please void as this is a duplicate of 1038671-2017-00655.

Manufacturer narrative:
Pending evaluation.

Event description:
Pending revision - reason not reported.